Event description:
It was reported the right ventricular (rv) lead had small r-waves. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that outer tubing overlay had blood ingression, the right ventricular and superior vena cava defibrillation conductors were kinked/buckled, the distal conductor had blood (not obstructed), the outer insulation had a cosmetic depression and was breached/cut, the outer tubing overlay was breached/melted and the distal end low voltage electrode was cut. It was also noted that the lead had apparent explant damage.